Event description:
A malfunction alarm with code malf 12 was reported. There was no reported adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in resetting the pump, and after the reset, the malfunction did not recur. Cts advised the customer to continue using the pump and to call back if the issue reappeared.